Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarms after multiple set changes. The customer¿s blood glucose level was 406 mg/dl at the time of the incident. Mother stated that the customer has changed the infusion set and reservoir at least four to five times and continues to alarm no delivery. Mother stated the customer has had a couple of days where he is high and now the customer is on injections of lantus. Mother declined to trouble shoot the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.